Event description:
The article titled "surgical therapy for spondylodiscitis an analysis of 78 patients," consists of adverse events regarding non-synthes product. Two patients required a revision intervention due to the dislocation of a titanium cage. In one case, the titanium cage was repositioned with additional dorsal stabilization. The other case required the treatment with cage spondylodesis to be changed to bone graft spondylodesis. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).